Manufacturer narrative:
Customer name-(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head connection issue. The issue had occurred during service / maintenance (not in a clinical setting). There was no report of patient involvement.